Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff underwent a bilateral salpingectomy with hysteroscopy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results: hysterosalpingogram test done on (B)(6) 2015 which confirmed that the left essure device was successfully occluded, and the right essure device extrauterine. Incident. No lot number or sample available for investigation. There is no evidence that a device relateddefect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)/failure to occlude(close) fallopian tube(s)/patent fallopian tube') and device expulsion ('migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)/essure was not found') in a 42-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (live births: (B)(6) 1998, (B)(6) 2005, (B)(6) 2008), wisdom teeth removal and cardiac catheterization. On (B)(6) 2014, 2 coils were noted to be extending into the uterine cavity on right and 4 coils were noted to be extending into the uterine cavity on left. On (B)(6) 2015, hysterosalpinogogram (hsg), results of essure confirmation test was unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Healthcare provider told about results on (B)(6) 2015, one tube was open and the coil was missing. Current weight as of (B)(6) 2018: 140 lbs. Approximate weight at the time of essure placement: 149 lbs. On (B)(6) 2015, gross description: bilateral fallopian tubes are two pink-purple fallopian tubes measuring 6.0 cm and 7.0 cm in length, ranging from 0.4 cm to 0.7 cm in diameter. There are a few clear fluid containing para tubal cysts present, measuring up to 0.6 cm in greatest dimension each. The fimbriated ends are received slightly disrupted. There was silver metallic-like coil material extending from the proximal end of the longer fallopian tube. The longer fallopian tube is inked blue and the shorter fallopian tube was inked black. On sectioning, pinpoint to stellate lumina are identified. The silver metallic coil-like material extends into the proximal portion of the tube, up to 2.2 cm in length. A representative cross section of each tube and a representative perpendicular section of each fimbriated end are submitted in one cassette (inked differentially). Diagnosis: fallopian tubes, bilateral salpingectomy: 1. Fallopian tubes cut in complete cross section. 2. Metallic coil. Right tube was open and the coil was missing. Left tube was completely occluded. Previously administered products included for contraception: iud from 2008 to 2014. Concurrent conditions included hypoglycemia, hypothyroidism, insomnia, dysthymic disorder, unspecified essential hypertension, depression, fibromyalgia, hypertension, thyroid disorder, dyspnoea exertional, allergic reaction to analgesics (nausea) and penicillin allergy. Concomitant products included oral contraceptive nos from 2014 to 2015 for contraception as well as alprazolam, alprazolam (xanax), bupropion hydrochloride (wellbutrin), ethinylestradiol;norethisterone (norinyl), hydrochlorothiazide;lisinopril (lisinopril/hydrochlorothiazide), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ketorolac tromethamine (toradol), levothyroxine, levothyroxine sodium (synthroid), lorazepam, metoprolol, nsaids, sertraline, sertraline hydrochloride (zoloft), trazodone, venlafaxine hydrochloride (efexor), vitamins nos and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced procedural nausea ("nausea post-operation"), dysmenorrhoea ("pain with menstrual period"), complication of device removal ("complication of device removal"), depression ("depression"), anxiety ("mental anguish/anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy with hysteroscopy on (B)(6) 2015). Essure was removed. At the time of the report, the uterine perforation, device expulsion, weight increased, procedural nausea and dysmenorrhoea had not resolved and the complication of device removal, nausea, depression, anxiety, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, procedural nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Injuries or symptoms she claim resulted from essure did not decrease or resolve following essure removal. She had no complications or problems that occurred at the time of essure placement procedure. On (B)(6) 2015, failed of removal-portion of essure retained in uterine wall. It was said that they were unable to locate the missing coil inside the tube, it wasn't found on x-ray during surgery. Essure was not found (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: result: unable to locate the missing coil from the right tube.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: new pfs received- new event dyspareunia (painful sexual intercourse) was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)") and device expulsion ("migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)") in a 42-year-old female patient who had essure (batch no. C18711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 1998, (B)(6) 2005, (B)(6) 2008), wisdom teeth removal and cardiac catheterization. Previously administered products included for contraception: iud from 2008 to 2014. Concurrent conditions included hypoglycemia, hypothyroidism, insomnia, dysthymic disorder, unspecified essential hypertension, depression, fibromyalgia, hypertension, thyroid disorder, dyspnoea exertional, allergic reaction to analgesics (nausea) and penicillin allergy. Concomitant products included oral contraceptive nos from 2014 to 2015 for contraception as well as alprazolam (xanax), bupropion (wellbutrin), ibuprofen, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), metoprolol, multivitamin, nsaid's, prinzide (lisinopril/hydrochlorothiazide), sertraline (zoloft), trazodone, venlafaxine (efexor), vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, 3 months 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural nausea ("nausea post-operation"), dysmenorrhoea ("pain with menstrual period"), complication of device removal ("complication of device removal") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy with hysteroscopy on (B)(6) 2015) and surgery (bilateral salpingectomy with hysteroscopy on (B)(6) 2015). At the time of the report, the uterine perforation, device expulsion, weight increased, procedural nausea and dysmenorrhoea had not resolved and the complication of device removal and nausea outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered device expulsion, dysmenorrhoea, nausea, procedural nausea, uterine perforation and weight increased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Injuries or symptoms she claim resulted from essure did not decrease or resolve following essure removal. She had no complications or problems that occurred at the time of essure placement procedure. On (B)(6) 2015, failed of removal-portion of essure retained in uterine wall. It was said that they were unable to locate the missing coil inside the tube, it was found on x-ray during surgery. Diagnostic results: on (B)(6) 2014, 2 coils were noted to be extending into the uterine cavity on right and 4 coils were noted to be extending into the uterine cavity on left. On (B)(6) 2015, hysterosalpinogogram (hsg), results of essure confirmation test was unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Healthcare provider told about results on (B)(6) 2015, one tube was open and the coil was missing. Current weight as of (B)(6) 2018: 140 lbs. Approximate weight at the time of essure placement: 149 lbs. On (B)(6) 2015, gross description: bilateral fallopian tubes are two pink-purple fallopian tubes measuring 6.0 cm and 7.0 cm in length, ranging from 0.4 cm to 0.7 cm in diameter. There are a few clear fluid containing para tubal cysts present, measuring up to 0.6 cm in greatest dimension each. The fimbriated ends are received slightly disrupted. There was silver metallic-like coil material extending from the proximal end of the longer fallopian tube. The longer fallopian tube is inked blue and the shorter fallopian tube was inked black. On sectioning, pinpoint to stellate lumina are identified. The silver metallic coil-like material extends into the proximal portion of the tube, up to 2.2 cm in length. A representative cross section of each tube and a representative perpendicular section of each fimbriated end are submitted in one cassette (inked differentially). Diagnosis: fallopian tubes, bilateral salpingectomy: 1. Fallopian tubes cut in complete cross section. 2. Metallic coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)/failure to occlude(close) fallopian tube(s)/patent fallopian tube") and device expulsion ("migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)/essure was not found") in a 42-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (live births: (B)(6)1998, (B)(6)2005, (B)(6)2008), wisdom teeth removal and cardiac catheterization. *on (B)(6)2014, 2 coils were noted to be extending into the uterine cavity on right and 4 coils were noted to be extending into the uterine cavity on left. On (B)(6)2015, hysterosalpingogram (hsg), results of essure confirmation test was unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Healthcare provider told about results on (B)(6)2015, one tube was open and the coil was missing. Current weight as of (B)(6)2018: 140 lbs. Approximate weight at the time of essure placement: 149 lbs. On (B)(6)2015, gross description: bilateral fallopian tubes are two pink-purple fallopian tubes measuring 6.0 cm and 7.0 cm in length, ranging from 0.4 cm to 0.7 cm in diameter. There are a few clear fluid containing para tubal cysts present, measuring up to 0.6 cm in greatest dimension each. The fimbriated ends are received slightly disrupted. There was silver metallic-like coil material extending from the proximal end of the longer fallopian tube. The longer fallopian tube is inked blue and the shorter fallopian tube was inked black. On sectioning, pinpoint to stellate lumina are identified. The silver metallic coil-like material extends into the proximal portion of the tube, up to 2.2 cm in length. A representative cross section of each tube and a representative perpendicular section of each fimbriated end are submitted in one cassette (inked differentially). Diagnosis: fallopian tubes, bilateral salpingectomy: 1. Fallopian tubes cut in complete cross section. 2. Metallic coil. Right tube was open and the coil was missing. Left tube was completely occluded. Previously administered products included for contraception: iud from 2008 to 2014. Concurrent conditions included hypoglycemia, hypothyroidism, insomnia, dysthymic disorder, unspecified essential hypertension, depression, fibromyalgia, hypertension, thyroid disorder, dyspnoea exertional, allergic reaction to analgesics (nausea) and penicillin allergy. Concomitant products included oral contraceptive nos from 2014 to 2015 for contraception as well as (), alprazolam, alprazolam (xanax), bupropion hydrochloride (wellbutrin), ethinylestradiol;norethisterone (norinyl), hydrochlorothiazide;lisinopril (lisinopril/hydrochlorothiazide), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ketorolac tromethamine (toradol), levothyroxine, levothyroxine sodium (synthroid), lorazepam, metoprolol, nsaids, sertraline, sertraline hydrochloride (zoloft), trazodone, venlafaxine hydrochloride (efexor) and zolpidem tartrate (ambien). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. On (B)(6)2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced procedural nausea ("nausea post-operation"), dysmenorrhoea ("pain with menstrual period"), complication of device removal ("complication of device removal"), depression ("depression") and anxiety ("mental anguish/anxiety"). The patient was treated with surgery (bilateral salpingectomy with hysteroscopy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device expulsion, weight increased, procedural nausea and dysmenorrhoea had not resolved and the complication of device removal, nausea, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, nausea, procedural nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Injuries or symptoms she claim resulted from essure did not decrease or resolve following essure removal. She had no complications or problems that occurred at the time of essure placement procedure. On (B)(6)2015, failed of removal-portion of essure retained in uterine wall. It was said that they were unable to locate the missing coil inside the tube, it was found on x-ray during surgery. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: result: unable to locate the missing coil from the right tube.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-dec-2018: pfs received. Events added: abnormal bleeding (vaginal) and menorrhagia. Event onset date added. Event clubbed: mental anguish/anxiety, migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)/failure to occlude(close) fallopian tube(s)/patent fallopian tube and migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)/essure was not found. Concomitant medication added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device/ malposition of essure device (location of device- uterine wall) / migration of essure device (location of device-uterine wall) / perforation (uterus)" and device expulsion ("migration of essure device/ malposition of essure device (location of device- uterine wall) / migration of essure device (location of device-uterine wall)/ perforation (uterus)" in a 42-year-old female patient who had essure (batch no: c18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: on (B)(6) 1998, on (B)(6) 2005, on (B)(6) 2008), wisdom teeth removal and cardiac catheterization. Previously administered products included for contraception: iud from 2008 to 2014. Concurrent conditions included hypoglycemia, hypothyroidism, insomnia, dysthymic disorder, unspecified essential hypertension, depression, fibromyalgia, hypertension, thyroid disorder, dyspnoea exertional, allergic reaction to analgesics (nausea) and penicillin allergy. Concomitant products included oral contraceptive nos from 2014 to 2015 for contraception as well as alprazolam (xanax), bupropion (wellbutrin), ibuprofen, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), metoprolol, multivitamin, nsaid's, prinzide (lisinopril/hydrochlorothiazide), sertraline (zoloft), trazodone, venlafaxine (efexor), vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, 3 months 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced procedural nausea ("nausea post-operation"), dysmenorrhoea ("pain with menstrual period"), complication of device removal ("complication of device removal"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy with hysteroscopy on (B)(6) 2015) and surgery (bilateral salpingectomy with hysteroscopy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, weight increased, procedural nausea and dysmenorrhoea had not resolved and the complication of device removal, nausea, depression and anxiety outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, nausea, procedural nausea, uterine perforation and weight increased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Injuries or symptoms she claim resulted from essure did not decrease or resolve following essure removal. She had no complications or problems that occurred at the time of essure placement procedure. On (B)(6) 2015, failed of removal-portion of essure retained in uterine wall. It was said that they were unable to locate the missing coil inside the tube, it was found on x-ray during surgery. Diagnostic results: on (B)(6) 2014, 2 coils were noted to be extending into the uterine cavity on right and 4 coils were noted to be extending into the uterine cavity on left. On (B)(6) 2015, "hysterosalpingogram" (hsg), results of essure confirmation test was unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Healthcare provider told about results on (B)(6) 2015, one tube was open and the coil was missing. Current weight as of on (B)(6) 2018: 140 lbs. Approximate weight at the time of essure placement: 149 lbs. On (B)(6) 2015. Gross description: bilateral fallopian tubes are two pink-purple fallopian tubes measuring 6.0 cm and 7.0 cm in length, ranging from 0.4 cm to 0.7 cm in diameter. There are a few clear fluid containing para tubal cysts present, measuring up to 0.6 cm in greatest dimension each. The fimbriated ends are received slightly disrupted. There was silver metallic-like coil material extending from the proximal end of the longer fallopian tube. The longer fallopian tube is inked blue and the shorter fallopian tube was inked black. On sectioning, pinpoint to stellate lumina are identified. The silver metallic coil-like material extends into the proximal portion of the tube, up to 2.2 cm in length. A representative cross section of each tube and a representative perpendicular section of each fimbriated end are submitted in one cassette (inked differentially). Diagnosis: fallopian tubes, bilateral salpingectomy: 1. Fallopian tubes cut in complete cross section. 2. Metallic coil. Right tube was open and the coil was missing. Left tube was completely occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Events depression and mental anguish added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)") and device expulsion ("migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)") in a 42-year-old female patient who had essure (batch no. C18711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 1998, (B)(6) 2005, (B)(6) 2008), wisdom teeth removal and cardiac catheterization. Previously administered products included for contraception: iud from 2008 to 2014. Concurrent conditions included hypoglycemia, hypothyroidism, insomnia, dysthymic disorder, unspecified essential hypertension, depression, fibromyalgia, hypertension, thyroid disorder, dyspnoea exertional, allergic reaction to analgesics (nausea) and penicillin allergy. Concomitant products included oral contraceptive nos from 2014 to 2015 for contraception as well as alprazolam (xanax), bupropion (wellbutrin), ibuprofen, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), metoprolol, multivitamin, nsaid's, prinzide (lisinopril/hydrochlorothiazide), sertraline (zoloft), trazodone, venlafaxine (efexor), vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, 3 months 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural nausea ("nausea post-operation"), dysmenorrhoea ("pain with menstrual period"), complication of device removal ("complication of device removal") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy with hysteroscopy on (B)(6) 2015) and surgery (bilateral salpingectomy with hysteroscopy on (B)(6) 2015). At the time of the report, the uterine perforation, device expulsion, weight increased, procedural nausea and dysmenorrhoea had not resolved and the complication of device removal and nausea outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered device expulsion, dysmenorrhoea, nausea, procedural nausea, uterine perforation and weight increased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Injuries or symptoms she claim resulted from essure did not decrease or resolve following essure removal. She had no complications or problems that occurred at the time of essure placement procedure. On (B)(6) 2015, failed of removal-portion of essure retained in uterine wall. It was said that they were unable to locate the missing coil inside the tube, it was found on x-ray during surgery. Diagnostic results: on (B)(6) 2014, 2 coils were noted to be extending into the uterine cavity on right and 4 coils were noted to be extending into the uterine cavity on left. On (B)(6) 2015, hysterosalpinogogram (hsg), results of essure confirmation test was unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Healthcare provider told about results on (B)(6) 2015, one tube was open and the coil was missing. Current weight as of (B)(6) 2018: 140 lbs. Approximate weight at the time of essure placement: 149 lbs. On (B)(6) 2015, gross description: bilateral fallopian tubes are two pink-purple fallopian tubes measuring 6.0 cm and 7.0 cm in length, ranging from 0.4 cm to 0.7 cm in diameter. There are a few clear fluid containing para tubal cysts present, measuring up to 0.6 cm in greatest dimension each. The fimbriated ends are received slightly disrupted. There was silver metallic-like coil material extending from the proximal end of the longer fallopian tube. The longer fallopian tube is inked blue and the shorter fallopian tube was inked black. On sectioning, pinpoint to stellate lumina are identified. The silver metallic coil-like material extends into the proximal portion of the tube, up to 2.2 cm in length. A representative cross section of each tube and a representative perpendicular section of each fimbriated end are submitted in one cassette (inked differentially). Diagnosis: fallopian tubes, bilateral salpingectomy: 1. Fallopian tubes cut in complete cross section. 2. Metallic coil. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet-event nausea and concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)") and device expulsion ("migration of essure device/ malposition of essure device(location of device- uterine wall)/ migration of essure device(location of device-uterine wall)/ perforation (uterus)") in a (B)(6) year-old female patient who had essure (batch no. C18711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 1998, (B)(6) 2005, (B)(6) 2008), wisdom teeth removal and cardiac catheterization. Previously administered products included for contraception: iud from 2008 to 2014. Concurrent conditions included hypoglycemia, hypothyroidism, insomnia, dysthymic disorder, unspecified essential hypertension, depression, fibromyalgia, hypertension, thyroid disorder, dyspnoea exertional, allergic reaction to analgesics (nausea) and penicillin allergy. Concomitant products included contraceptives nos from 2014 to 2015 for contraception as well as alprazolam (xanax), bupropion (wellbutrin), ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), metoprolol, multivitamin, nsaid's, prinzide (lisinopril/hydrochlorothiazide), sertraline (zoloft), trazodone, venlafaxine (efexor), vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"), nausea ("nausea post-operation"), dysmenorrhoea ("pain with menstrual period") and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy with hysteroscopy on (B)(6) 2015). At the time of the report, the uterine perforation, device expulsion, weight increased, nausea and dysmenorrhoea had not resolved and the complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered device expulsion, dysmenorrhoea, nausea, uterine perforation and weight increased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Injuries or symptoms she claim resulted from essure did not decrease or resolve following essure removal. She had no complications or problems that occurred at the time of essure placement procedure. On (B)(6) 2015, failed of removal-portion of essure retained in uterine wall. It was said that they were unable to locate the missing coil inside the tube, it was found on x-ray during surgery. Diagnostic results: on (B)(6) 2014, 2 coils were noted to be extending into the uterine cavity on right and 4 coils were noted to be extending into the uterine cavity on left. On (B)(6) 2015, hysterosalpinogogram (hsg), results of essure confirmation test was unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Healthcare provider told about results on (B)(6) 2015, one tube was open and the coil was missing. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. On (B)(6) 2015, gross description: bilateral fallopian tubes are two pink-purple fallopian tubes measuring 6.0 cm and 7.0 cm in length, ranging from 0.4 cm to 0.7 cm in diameter. There are a few clear fluid containing para tubal cysts present, measuring up to 0.6 cm in greatest dimension each. The fimbriated ends are received slightly disrupted. There was silver metallic-like coil material extending from the proximal end of the longer fallopian tube. The longer fallopian tube is inked blue and the shorter fallopian tube was inked black. On sectioning, pinpoint to stellate lumina are identified. The silver metallic coil-like material extends into the proximal portion of the tube, up to 2.2 cm in length. A representative cross section of each tube and a representative perpendicular section of each fimbriated end are submitted in one cassette (inked differentially). Diagnosis: fallopian tubes, bilateral salpingectomy: 1. Fallopian tubes cut in complete cross section. 2. Metallic coil. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical record received. Reporter information updated case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events device dislocation was replaced with uterine perforation, device expulsion and events abdominal pain, pelvic pain, weight increased, nausea, dysmenorrhoea and complication of device removal were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.